Event description:
It was reported that brown film was removed from the pump reservoir (B)(6) 2013. The patient was experiencing a return of spasticity symptoms with tight fists that cannot be opened. The patient was being managed orally because the pump was 'shut off' for four days due to a critical alarm (B)(6) 2013. The pump was malfunctioning. The pump was removed (B)(6) 2013. The pump found to be flipped on its side during the explant surgery. The device system was delivering baclofen. It was reported that the pump was explanted (B)(6) 2013 by the patient's request. The patient recovered without sequel. The cause of the event was possible mechanical attributed to the pump and catheter. There was pump inversion and flipping. The pump felt like it was lying sideways, it was clearly malpositioned. The catheter was 'totally kinked' in the entrance to the port. The event was probably not related to programming and not related to drug effects. The patient had become itchy due to oral baclofen. The system was explanted and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
Hcp reported that at a refill, there was difficulty accessing the center port. The patient's pump was tilted on its side, and two nurses tried to flatten the pump out and access center port. They were not able to access. Patient's husband stated the patient was refilled once since the implant a year ago. At the refill attempt, a type of brown filament was withdrawn. Per husband, the pump may have beeped once. The patient experienced pain around the pump area and from the catheter in her spine over the last 10-11 months. The patient lays on her back most of the time and has no use in her hands and can't turn and move. The patient gets up and walks during the middle of the night because of the catheter pain. The patient's husband wanted the pump explanted. The pump was delivering gablofen.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). The previously reported conclusion no longer applies to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, serial # unknown, product type programmer, physician; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).